Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018, at 1:00 pm with blood glucose was 216 mg/dl. The current blood glucose is 93 mg/dl and at time of incident it was 333 mg/dl. The customer treated their high blood glucose with insulin drip. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. Based on customer report customer does not allege pump was under delivering. The customer experience symptoms such vomiting, nausea, had loose stool and chest pain. The high pressure test was performed on insulin pump and in the result of test they received no delivery alarm. Infusion set's cannula was bent. The insulin pump will not be returned for analysis.